Manufacturer narrative:
The investigation into the reported event has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported experiencing difficulty while implanting impella cp in 57-year-old male patient for mechanical circulatory support due to aortic dissection. Ultimately the medical team aborted the procedure.